Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, concomitant medical devices and therapy dates: base station device, november 11, 2024. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure for osteoarthritis ¿oa¿, it was observed that while using the robotic-assisted solution satellite station device, the amount of osteotomy on the posterior femur decreased. It was reported that the device was being used with a base station device. It was reported that there was a thirty-minute delay in the surgical procedure. It was reported that the case was converted to a manual procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. There was no log file available for review. Therefore, the reported condition could not be confirmed, and a definitive root cause was not established. However, the investigation found that no single root cause could be established based on the available information. Based on the description provided by the user, the most likely cause for the cuts being off is array movement. It is unclear if the user repeated the verify checkpoint after the event occurred. Other factors that may have contributed to the cuts being off but cannot be confirmed are: leg and/or robot movement during operation, saw blade deflection, and changing the plan perimeters after the initial cuts were performed. Per the IFU: it is recommended that the user to follow the guidance for intraoperative use, performing resections- prior to each resection, ensure the leg is stabilized in the desired position. Any large leg movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. It is recommended that the user follow the guidance on IFU-intraoperative use, resection check. It is recommended that the user follow the guidance on IFU-system troubleshooting, resection planes look inaccurate: utilized to verify the resection plane accuracy and correct any deviations. It is recommended that the user follow the guidance on IFU-system troubleshooting; bone array moved during the procedure.